Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 647 mg/dl. Customer went to the emergency room and was treated intravenously with fluids of saline and insulin. Customer was released later same day with issue resolved. A replacement pump was sent to the customer to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.